Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Continued h.6. Impact code: f2203.

Event description:
Healthcare professional reported on us "small oval nodule measuring about 5 mm in the subcutaneous adipose tissue."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.